Manufacturer narrative:
Concomitant medical products: arctic front advance cardiac cryoablation catheter. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/66 years old. Multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique manufacturer/product serial numbers/complaints. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: low risk of pulmonary vein stenosis after contemporary atrial fibrillation ablation lessons from repeat procedures after radiofrequency current, cryoballoon, and laser balloon circ j doi: 10.1253/circj.cj-17-1324. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon catheter system: there were two (2) patients who experienced phrenic nerve palsy (pnp) with unknown treatment/resolution. There was also one (1) patient with a ¿groin-related complication,¿ with unknown treatment resolution. There were 12 patients who showed ¿mild¿ pulmonary vein stenosis; all of which did not require any intervention/surgery. Of note, multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique manufacturer/product serial numbers/complaints. Further follow up did not yet yield any additional information. The status/location of the system is unknown. No further patient complications have been reported as a result of this event.